Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. The lead was explanted and replaced with another manufacturer's lead. It was determined the lead had dislodged. No adverse patient effects were reported.